Manufacturer narrative:
The returned device was visually inspected and showed no anomalies. The reported "deformed tip" was not confirmed. The device was found to be within manufacturing specifications. (B)(4).

Event description:
A report was received that a tracheal tube was not able to be inserted into the patient. During a follow-up with the user facility, it was found that during intubation the tube was caught in the patient's tissue subsequently causing the tip to become deformed. The tube was removed and successfully replaced with a similar device. There was no patient harm reported.

Manufacturer narrative:
(B)(4).